Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Suction channel and instrument channel : klebsiella oxytoca and pseudomonas the device had been reprocessed with an olympus automated endoscope reprocessor model oer4 or oer3, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; there were no abnormalities in the channel such as buckling, dirt, or foreign material. The manufacturing history (DHR) confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.